Event description:
Since placement of essure I've had chronic pelvic pain and more frequent and heavier periods (often 2 periods per month). I've also developed an allergic reaction to silver jewelry, likely an allergic reaction to the nickel in the jewelry. I have also noticed frequent joint pain in my hands, hips and feet since having essure put in as well as stomach bloating.